Manufacturer narrative:
The ge service rep performed an eval and the handswitch assembly was replaced. The system was tested and operates as intended.

Event description:
The customer reported that there was a problem with the system handswitch sticking when attempting to perform fluoroscopy. No pt injury was reported.